Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor storage.

Event description:
Customer complains of "hi" results. Customer states that he feels physically fine, will contact physician for results obtained. The customer's expected blood results are 200-210mg/dl fasting. Verified test strips expire 03/31/2018. Customer's test strips are being stored in the kitchen and opened vial date (B)(6) 2016. Reviewed meter memory: 1:516mg/dl (B)(6) 2016 08:08:00 am fasting:yes, 2:hi (B)(6) 2016 08:07:00 am fasting:yes, 3:503mg/dl (B)(6) 2016 06:00:00 pm fasting:yes, 4:493mg/dl (B)(6) 2016 11:25:00 am fasting:yes. Memory concerns: with none of the meter memory results reviewed customer called with a complaint the true balance meter her son was using gave him and e-3 error. When troubleshooting the meter a result of "hi" was obtained subsequently a second test gave a result of 516mg/dl. Customer is a newly diagnosed diabetic which had only 2 results in the meter memory prior to troubleshooting the meter. Customer is currently not taking any hypoglycemic medications. As per the mother the customer is to begin taking medications on (B)(6) 2016. Customer stated the doctor wanted his fasting range to be between 200-210 mg/dl. Call back was made to follow up on customer's medical condition on (B)(6) 2016. The customer's condition remains the same from the time initial contact, and remains asymptomatic. As per mother customer remains asymptomatic and is sleeping at the time of call due to a tooth ache. Customer called his doctor and was ordered to take his medication as of today metformin 850mg orally daily. No hospitalization was required.